Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the device was unable to effectively suction secretions from above cuff and observed split in suctionaid (blue cap). The tracheostomy was removed and replaced. There was patient involvement, no patient injury was reported.